Event description:
It was reported that the catheter has been placed in (B)(6) 2013. At pt's home, the pt noted the occurrence of leakage of the drug (flolan - epoprostenol) on the catheter. The pt was admitted to the hospital in emergency, for changing of catheter on (B)(6) 2013, because there is a risk of degradation of the disease by reduction of the treatment.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexc0227 showed no other similar product complaint(s) from this lot number.